Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect - impact code - 4623 - rehabilitation.

Event description:
It was reported that a wearable failure occurred. According to the patient, on (B)(6) 2025, it was around 24 hours from the sensor failure before the event happened. The patient called her brother; he and his and his wife arrived 3 hours later because they live far from the patient. When they arrived, they found the patient in the bathtub unconscious and called 911. Paramedics arrived and they took her to the hospital. The patient is unable to recall details of the event, but she said her blood glucose reading at the hospital was approximately 900 mg/dl. The patient was also diagnosed with flu and pneumonia apart from hyperglycemia. The patient stayed at the ICU for 2 weeks followed by rehab for therapy because she was unable to walk. The patient was released from rehab approximately the last week of april. The patient is unsure why she was not able to walk or what medication she was given. At the time of the report the patient felt okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.